Event description:
Healthcare professional reported "right side rupture." Device explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: . Visual analysis of the returned device identified: underweight, opening, crease fold and wear abrasion. A microscopic analysis was performed which identify crease sharp in the radius side with non-penetrating nicks around the opening. Based on the device analysis the final assessment is: -a crease sharp opening on radius due to a fold flaw opening. -non-penetrating nicks.

Event description:
Healthcare professional reported "right side rupture." Device has been explanted.